Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm followed by which the customer turned off the insulin pump and then restarted it. The customer's blood glucose level was 201 mg/dl at the time of the incident. The customer was able to clear the alarm. It was reported that the insulin pump did not pass the self test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.